Event description:
Reported that the device's basal rate programming was not retained, resulting in elevated blood glucose. Immediately after receiving the device, pt set the hourly basal rates, and re-checked them, to ensure that pt had programmed them correctly. Within 24 hours, pt's blood glucose measured >300 mg/dl. Pt checked the device's memory, and found that only 6u insulin had been delivered (3u bolus x 2), and the basal rate programming was set to 0.0u/hr. Pt stated that pt will switch to back-up device.